Manufacturer narrative:
This report originally filed as 2028159-2016-02174. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An ophthalmic surgeon reported that during a laser assisted cataract extraction with intraocular lens implant procedure the patient experienced a small anterior capsule tear in the right eye. The tear was noticed after irrigation/aspiration (I/a). The tear did not extend posterior and there was no vitreous lost. The planned intraocular lens was inserted into the bag and the case was completed without further incidents. New information received from the completed questionnaire indicated that the capsulotomy looked intact at the beginning of the case. Prior to the insertion of the intraocular lens (iol) a perfect break was noted at six o'clock position extending past the pupil. The surgeon suspects since the capsulotomy break was so perfect that it must have been induced by the laser.